Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in the event description and device code, to update device evaluated by manufacturer, and to provide the completed investigation. The actual sample was returned for evaluation. Visual inspection revealed that the sampling line tube and the purge line tube had been cut off. There was no other anomaly in the appearance on the remainders of the device. The actual sample, after having been rinsed and dried, was tested for its o2 transfer and co2 removal performance in accordance with the factory's shipping inspection protocol: bovine blood arranged to hb12.0 g/dl, temp.37oc., ph:7.4, svo2:65% and pvco2:45mmhg was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 6l/min. And 4/min. Result: o2 transfer volume: @6l/min.= 391ml/min. @4l/min.= 279ml/min. Co2 removal volume: @6l/min.= 328ml/min. @4l/min.= 240ml/min. There were no anomalies revealed in the gas transfer performance of the actual sample, with the obtained values meeting manufacturer specifications. IFU states: start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Based on the investigation, it is likely that after aorta de-clamping, radical drop in the oxygen partial pressure in the arterial blood was noticed; by de-clamping, blood remaining mainly in the lungs flowed out to the body and in the course of the circulation in the body, o2 was consumed and the blood in which oxygen saturation had been lowered entered the actual sample, resulting in the temporary drop in the oxygen partial pressure; "de-clamping" implies that rewarming was on the half way or almost completed. In the peripheral blood vessels dilated by rewarming, o2 was consumed and the blood in which oxygen saturation had been lowered entered the actual sample, resulting in the temporary drop in the oxygen partial pressure. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 22jul2019. There was poor gas transfer performance.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. (B)(4).

Event description:
The user facility reported that the involved capiox device was used, and right from the beginning of the patient bypass, the perfusionist noticed fast condensation of water from the oxygenator purge line. After aorta de-clamping, radical drop of pressure in the arterial blood was noticed. The maximal gas flow on "sechrist" and full blood flow rate did not improve the situation. A sudden increase of lactates occurred, and a fresh heart attack combined with vsd. The patient received iabp (intra-aortic balloon pump) and ECMO. The oxygenator was not changed out. The patient passed away after approximately two weeks from treatment.